Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s disease. It was reported 3 weeks prior the caller was told the patient's battery was low but still had a couple of months before needing replacement at his regularly scheduled appointment. It was reported 3 weeks later the battery was dead and he was needing around the clock care. It was reported it was "totally debilitating" and he was "bad off". The caller requested local physician listings for replacement. No further complications were reported or anticipated.